Manufacturer narrative:
(B)(4). Device evaluated by MFR. Returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There was contrast and blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 43cm from the tip. The separated ends show signs of tensile force as the shaft is stretched and necked down with jagged edges. There were multiple kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 3.25mmx15mm nc emerge balloon catheter was together with another balloon catheter inside a large diameter guide catheter. After one of the balloon catheters was used, the physician pulled the two balloon catheters together. However, the shaft of the device broke off inside the guide catheter. The two balloon catheters were then removed from the patient together with the guide catheter. The procedure was completed with a different device. No patient complications were reported.